Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator (ipg) failed to store electrograms (egm) when onset and detection occurred at the same time. The ipg remains in use. No patient complications have been reported as a result of this event.